Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer had failed and it requires maintenance. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 05-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower drawer failed. A field service engineer found that no issues or failures were observed on the application screen, the customer experienced the read/write errors with cubie pockets, on hardware test application, removed all cubies, and turned off the system and then noticed a pinch in the ribbon cable connecting to row board c, replaced the cable with a new one to resolve the issue. The system functioned as intended after the field service engineer repaired the device.